Event description:
Secondary set infusion did not infuse as expected on pediatric bone marrow transplant unit. The tubing ruptured below the drip chamber, some of the cyclosporine medication hit the nurse in the mouth. There was no report of pt harm or med intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.